Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured at nominal pressure. The procedure was completed with another of same device. No patient complications were reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon rupture at nominal pressure. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the balloon was ruptured during the first inflation.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 mr balloon catheter. The device was visually and microscopically examined. There was contrast and blood present in the manifold, inflation lumen, and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At 11mm from the tip of the device, the balloon had a 11mm longitudinal tear.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon rupture at nominal pressure. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the balloon was ruptured during the first inflation.